Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in intensive care unit (ICU) and expired on (B)(6) 2017. The details were unknown, though it was reported that the patient experienced a hemorrhagic stroke and septic shock. No further information was provided.

Manufacturer narrative:
The device was returned assembled with the percutaneous lead intact. Prior to disassembly of the returned pump, examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Upon disassembly of the returned device, examination of the inlet elbow, outlet elbow, and outlet stator revealed soft, pink/white depositions. The depositions may have developed due to poor surface washing as a result of a low flow condition. A specific cause for a low flow event and a specific time period in which it developed cannot be conclusively determined. The deposition in the outlet stator had no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A direct correlation between the returned pump and the reported hemorrhagic stroke and septic shock could not be conclusively determined. A review of the device history records of the device revealed the devices met applicable specifications. No further information is available. The manufacturer is closing the file on this event.